Event description:
Boston scientific received information from a non boston scientific sales representative that this lead was likely going to be explanted. Attempts to gain additional information have been unsuccessful. It is unknown why or even if the lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.